Event description:
It was reported that the pt underwent a sling procedure in 2005. Postoperatively, the pt is experiencing dyspareunia and continued stress urinary incontinence. The dyspareunia only occurred during infrequent intercourse; it did not affect the pt's routine activity. Upon examination, prominent submucosal ridges from the mesh have been noted on either side of the urethra. Manipulating the "mesh ridge" did not reproduce the pain. The physician opined that the reported pain was more likely related to the procedure rather than related to the tape itself. The physician's assessment of unresolved "stress urinary incontinence was only based on the pt's complaint. No postoperative urodynamic testing was performed. The physician informed the pt about a plan to surgically "adjust" the tape at a future date to address the persistent stress urinary incontinence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.